Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated low sodium (na) results. Customer reported that other electrolytes were not affected. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the instrument and found no issues. The fse cleaned the flowcell and verified that all testing passed specifications. The fse noticed the customer was not using bec saline as recommended in labeling, and using expired na hypochlorite. Root cause is unknown.